Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level. However, the exact value was not provided. The contact stated that the customer is working with clinical diabetes specialist and has been using a backup pump for insulin therapy. The contact declined to troubleshoot with tandem technical support.